Event description:
It is reported that customer responded to the field notification letter regarding the drive support cap. The drive support cap is lifted, not indented. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.